Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a damaged conductor wire (black). The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. There was no broken conductor wires observed during visual inspection. The instrument articulated as expected during manual articulation. The instrument passed continuity test as well. The instrument was found to have a frayed grip cable at the distal end. The failure analysis investigations and in-house testing of the returned product revealed frayed grip cable related to the customer reported event and the probable root cause is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed when the instrument was removed from the patient. The cable was frayed with no fragment fall inside the patient. A backup instrument of the same kind was used. There was no thermal damage or arcing. The instrument did not collide with other instrument or tool and no problem removing the instrument from the cannula.

Event description:
Refer to h11 for follow-up information.